Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a 7 cm closurefast catheter with an rfg generator. When the catheter was connected to the generator an error message was displayed. Several attempts were made to solve the problem but with no success. A 3 cm closurefast catheter was then attempted but the same issue occurred. The procedure was completed using vein stripping technique. No further information was provided.

Manufacturer narrative:
Product analysis: the catheter cable connector was examined: all pins were visually inspected to be straight. The catheter connector plug shown visible markings on the plug area. The catheter passed all of the continuity and resistance functional testing. Functional testing was performed on both rfg2 and rfg3 generators. The proper device was recognized by the rfg2 and rfg3 generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen for 5 cycles each generator. If information is provided in the future, a supplemental report will be issued.